Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint pr# (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that the microphone in the gantry failed and therefore, the patient could not be heard. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation to determine the cause of the event.

Manufacturer narrative:
The customer reported that the microphone in the gantry failed and therefore, the patient could not be heard from the scanning room. The customer confirmed with the philips helpdesk (when this issue was reported) that there was no patient impact and no harm as a result of this event. The philips remote support engineer (rse) verified with the customer that the speakers on the CT box were turned up, however, the customer was still unable to hear the patient. A philips field service engineer (fse) arrived at the customer site on 23-jan-2018 to evaluate the CT system. The fse confirmed the customer¿s allegation and determined that the microphone in the gantry had failed. The breathing light assembly and microphone assembly, front lcd panel were replaced to correct and resolve the issue. The system is operational and in clinical use. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.